Event description:
The dilator was being utilized for an angiography procedure with vessel access in the femoral artery. During the attempt to remove the dilator from the pt, it stretched. The outer blue jacket also stretched. There was no reported injury to the pt.